Event description:
It was reported that the patient required a cardioversion following the implant procedure. After the cardioversion, the device exhibited a lack of pacing and no interrogation was possible. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant 5054-58 lead implanted: 2014-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.